Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose and low blood glucose. The customer¿s blood glucose level was 50 mg/dl, 135 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Drive support cap was normal. The insulin pump will not be returned for analysis.